Event description:
It was reported that customer experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Reportedly, the customer reverted to an alternate method insulin therapy.